Manufacturer narrative:
The pump passed displacement test, selftest and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Pump error 25 due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery life. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will be returned for analysis.